Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient¿s pump had experienced a motor stall. The pump logs confirmed that a motor stall had occurred and the patient was seeing an 8476 personal therapy manager (ptm) code, indicating a motor stall had occurred. The patient was reported as being in horrible pain. Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2017. It was reported that the pump was replaced on (B)(6) 2017. The rep indicated that the pump was taken to the hospital¿s pathology department, but that the rep had requested the pump after pathology was finished with it. Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2017. It was reported that the healthcare provider (hcp) initially reported the event to the rep as the patient had stated that they felt increased pain to the hcp, who then asked the rep to follow up with the patient. It was also reported that the pump logs were read at the ER and it was confirmed that the pain had been caused by the motor, though the cause for the motor stall was unknown. The patient was given IV medication and was scheduled as an add-on case for the next day for the pump to be replaced.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2019 that reported their pump was replaced because it ¿broke¿. The patient stated they got a weird code on their device, then their body started feeling like it wasn¿t getting medication, ¿I was going through withdrawal, my ear burned and my body was cramping.¿ the patient indicated that the drug in the pump at the time of the event was either fentanyl or dilaudid but she wasn¿t sure. No further complications were reported or anticipated.